Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high; however a specific value was not provided. Cause was not known. Reportedly, the customer experienced muscle cramps. A correction bolus was delivered and supplies changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.